Event description:
A medtronic representative reported that the fusion ent became unresponsive during navigation. The mouse was unresponsive, so they performed a hard shut down of the system. They were able to proceed back to navigate with about a 5 minute delay in the procedure. The case continued without anymore issues with the software. The rep said the tracer registration technique had failed twice during registration and pointmerge was used. The tracer pattern appeared to be collecting well and then disappeared during the processing. No negative impact to the patient was reported.

Manufacturer narrative:
Medtronic engineering found corrupted shared resource data base files. Error message said "data in thumbnail oid invalid". Phd failed full read and inversion test which suggests a malfunctioning hard drive.

Manufacturer narrative:
The patient demographic information is unknown at this time. The computer was returned and the evaluation is currently in progress. A replacement computer was shipped to the site and the issue was resolved.